Manufacturer narrative:
Correction: e1: the initial reporter establishment name should have been (B)(6) the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Adidtional information indicates, ipg provided 24 hours of therapy between charging. There is no device malfunction; therefore, this device is no longer considered reportable.

Event description:
Additional information indicates patient's generator was operable and the ipg provided 24 hours of therapy between charging. Surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue. There is no device malfunction; therefore, this device is no longer considered reportable.